Event description:
It was reported that the numbers were ramping up on their own on the customer's insulin pump, during an attempt to enter carbohydrates. After replacing the battery, a button error alarm occurred. No significant events leading up to the alarm were recalled. The customer's blood glucose level was 6 mmol/l. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump had a corroded keypad traces noted. No activation anomaly noted. No scrolling numbers noted on the display. No button error alarms noted. All buttons function properly. Insulin pump had a broken reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.